Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump time would change. The customer corrected the time prior to calling tandem technical support. The customer did not upload the pump data for review. There was no reported impact to blood glucose.